Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had an intermittent act button due to corroded keypad trace. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after water exposure. She jumped into the pool with her insulin pump on. The buttons on the insulin pump were unresponsive. She could not clear the button error alarm. Her belt clip also broke. Customer's blood glucose level was 124 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.